Event description:
It was reported that the patient had been having seizures and it was unknown if they were related to the device. Upon device interrogation it was found that the device had an electrical reset. The reset was cleared and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.